Event description:
It was reported that during a peripheral intervention procedure, device removal difficulties were encountered. The targeted lesion was located in the right iliac artery; the segment of the vessel and the lesion characteristics is unknown. The 3.0 x 20 mm quantum maverick monorail catheter was advanced to the lesion; it is noted that this is an off-label use and it was reported that the balloon apparently "got stuck". The physician performed a cutdown procedure to remove device. The patient's status is reported as "ok". Further information about this event has been requested but not received.

Manufacturer narrative:
The catheter is being retained by the facility; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.